Event description:
It was reported that when the smiths medical cassette was attached to a smiths medical pump, the pump alarmed "no disposable." As this issue happened to 1 patient 3 times in 1 day, she had called the hotline at least 2 times on (B)(6) 2021. For at least 1 time, 0.6 ml were given with 95.4 ml remaining. The rate was 2.1 ml/hr. Her infusion initially started at 1322. She came back again around 1500 for "no disposable pump issue" and she was given a new cadd and new pump. She came back again around 1650 and received a new cassette (lot number 4095686). Per patient- the pump stopped again approx 20 mins after this administration. Patient returned the next morning (B)(6) for a new cassette and pump. No further information available.